Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported damage to the pump cable cannot be confirmed as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were submitted for review. The system controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook was also available at the time of implant. This handbook contains information about caring for the driveline. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient stated that they could see the colored wires above the modular cable connector very close to their skin. The patient taped over it at home, and the area of concern was so high on the driveline that it was covered by the dressing. Log files were submitted for review and captured low power advisories due to normal battery depletion. The log file also indicated that the patient did not connect to the power module or mobile power unit (mpu) during the history, suggesting the patient was sleeping on battery power. The did not appear to be any issues with the driveline and there were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment is operating as intended. It was later reported that that patient was instructed to call the emergency line with any further concerns involving the driveline. It was then decided to leave the tape above the driveline and continue to monitor the patient. If issues showed up in the log files at a later time, the next steps would be discussed. It was noted that the damaged area was extremely close to the patient' skin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.